Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, the reported leaflet grasping failure appears to be due to patient conditions. Additionally, a cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. A cause for the poor imaging resolution could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet injury it was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted annular calcium and imaging was challenging. The first clip was deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, however, the clip could not be grasp the leaflets. Although imaging was challenging, the leaflets were able to be visualized, but leaflet insertion was not adequate. Therefore, the cds was removed with the clip attached. After the cds was removed, mr slightly increased from the mr reduction and a leaflet injury was suspected. Additional treatment was not performed. The patient is stable. One clip was implanted, reducing mr to 3-4 there was no clinically significant delay in the procedure. No additional information was provided.